Event description:
The tech alleged the brake casters would not hold. No pt impact.

Manufacturer narrative:
The tech found that the brake caster supports at the head left and right brake casters are cracked and damaged. The technician replaced the head left and right brake casters and brake caster supports to resolve the issue.